Event description:
Patient reported she did not receive an e4 (occlusion) error message. Patient reported the infusion device displayed an a5 (pump timer) alert on (B)(6) 2010 at 11:00 am. Patient stated in the evening her blood glucose level was 420 mg/dl. Patient reported she removed the infusion needle and gave a bolus, but no insulin flowed out of the end of the needle. Patient stated she first took a correction via the pen and then changed the infusion set and took another correction via the infusion device. Patient reported her blood glucose level was then okay. Patient stated on (B)(6) 2010, her blood glucose level was approximately 300 mg/dl at 11:00 am and she took a correction via the pen. Patient reported she removed the needle and gave a bolus, but no insulin flowed out of the needle. Patient stated she then changed the infusion set. Patient reported when she went to bed that night her blood glucose level was 160 mg/dl which was normal for her. Patient stated on (B)(6) 2010 at 6:45 am her blood glucose level was approximately 400 mg/dl, she removed the needle and gave a bolus, and then after 5.0 units of insulin, a small quantity of insulin flowed out of the needle. Patient reported she changed the infusion set and took a correction via the pen. Patient's normal blood glucose level is 130-150 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.